Manufacturer narrative:
Medwatch sent to FDA on 10/21/2015. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling, eye brows looking very "full," looking "noticeable," looking like a "neanderthal," "bubbly" under the lash area, and a scar are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Adverse events: "the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month." "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days." Physician instructions: "the physician should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm ultra plus xc."

Event description:
Patient reported one day after injection with "juvederm" in the "marionette lines and dip in the chin," the patient developed "swelling" and described that their "eye brows look very full, the temple area looks very noticeable, and [they] look like a neanderthal." Patient was also concomitantly injected with juvederm voluma xc in the "tear troughs and outer eyebrows." Patient was treated with vitrase on two separate occasions. Patient also reported there is still "swelling" and it's "bubbly under the left lash area." Patient additionally received "little droplets" of juvederm on two other separate occasions "to try and treat the areas," but the patient is still unhappy with how their tear trough area looks. Patient reported they "still have a scar on the top left eyebrow." This is the same event and the same patient reported under MDR ID #3005113652-2014-00659 ((B)(4)). This MDR is being submitted for the second suspect product, "juvederm also a device manufactured by allergan.